Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was lost to follow-up for a year. When the patient presented to the clinic the ICD could not be telemetered and would not respond to the application of a magnet.